Manufacturer narrative:
The site did not return any device therefore no evaluation was performed however, a device history review was performed which revealed no problems. If any additional info is obtained pertinent to this event, a follow-up report will be submitted. (B)(4).

Event description:
On (B)(4) 2013, the manufacturer was informed of an adverse event involving a pt with a history of endoscopic mucosal resection (emr). Several weeks after the emr, the pt underwent an ablation procedure to treat 3 cm of barrett's esophagus. The procedure progressed normally and without evidence of acute complication. It was reported that the pt was compliant with post-procedural medications. Two to three weeks after the ablation procedure, the pt developed dysphagia. An endoscopy revealed a stricture at the emr site, with debridement of tissue improving, but not resolving the dysphagia. The stricture was subsequently dilated.